Event description:
It was reported that this patient underwent a surgical procedure to replace their original 13 mm tactra malleable penile prosthesis with an 11 mm device. The 13 mm device was removed without consequence but the 11mm device would not fit comfortably in the glans. The physician then attempted to implant a 9.5 mm device and a urethral injury occurred during the process. The case was subsequently aborted without implant of a new device. No further patient complications were reported.